Event description:
The insulin pump was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked case near the display window corners.